Event description:
It was reported that the right ventricular (rv) lead experienced low pacing impedance, undersensing, and was causing muscle stimulation. The lead was capped and replaced. The implantable pulse generator (ipg) was at end of life (eol) and could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4024 implantable pacing lead, implanted: (B)(6) 2001. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further te sting revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.